Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are no longer staying on...head slips off into mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads were no longer staying on the oral-b vitality toothbrush and slipped off into their mouth. No injury was reported. 06-sep-2023 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3709. The suspect product lot was 942. No injury was reported.